Event description:
Information received indicates the functions are only working intermittently from the left and right siderails.

Manufacturer narrative:
The technician replaced the left and right siderail ucm boards and cables to repair the bed.